Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during drain 3 of 4, while the hp was connected. The care giver (cg) stated that there was a hole in the patient line. The cg did have a pet. However, there were no chew marks on the patient line. The technical service representative (tsr) explained the meaning of the alarms and assisted the hp with cycling the power in order to clear the alarms. The hp was going to discard all the current supplies and finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.